Event description:
Ous MDR - it was reported that approximately 73 months after the implant, during follow up, an increase of impedances of greater than 2000 ohms was noted. The lead was explanted, but not returned.

Manufacturer narrative:
The fragmented lead under complaint as well as related data were returned for analysis. The provided trend curves confirmed a gradually increasing pacing impedance up to 2000 ohms between february 2016 and february 2017. Subsequently the lead under complaint was investigated. Upon receipt, the lead was found cut 51 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area, near the shock coil, the insulation was rubbed through. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. In the available x-ray projection the lead demonstrated intracardiac slack, most likely loop shaped, which might have had impact on the lead's stress level. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations which might have contributed to the reported gradual pacing impedance increase. The lead was thoroughly electrically analyzed. No conductor fractures were measured. However, as calcification is known to cause gradual increasing impedances, a physical impact on this parameter is conceivable. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.